Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Reportedly, pump touchscreen displayed rainbow pixelation. Customer's blood glucose was in the 200s mg/dl range. Reportedly, customer continued to use the pump for insulin therapy.